Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. An unapproved viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A user facility reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The lens was reported to be off axis. Additional information was received from the surgeon who reported the event resolved following a rotation of the iol. The surgeon reported he feels the lens being off axis may be related to the length of the iol in low power lenses. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.